Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2018. Explanted: (B)(6) 2022. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Explanted: (B)(6) 2022. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the device never worked since the day of the implant according to the patient. She did have a successful trial, but when she got the implant she claims it never worked over two years. It did nothing for her pain. According to the patient she did have reprogramming¿s over the past two years but nothing helped. Explant complete, device discarded.